Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking from the filter on a tri-fuse set during a hyperalimentation infusion, dosage and rate unspecified. The set was replaced and the infusion continued without incident; there was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. The suspect set was not returned for investigation. The concomitant extension set was visually inspected and it was noted that the female luer had a vertical hair line crack that measured 0.4850 inches long. Inspection of the luer under magnification showed no stress marks. Functional and pressure testing confirmed leaking from the crack. The cause of the leak was identified as a hair line crack on the set¿s female luer. The root cause of the crack was not identified.

Manufacturer narrative:
Additional information provided: device available for evaluation and concomitant medical products. The affected concomitant product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.